Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was intermittent. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Parent (B)(4) is found duplicate of pr#1567597 with received mdn. No.131348720417950301151638263715798.seeburger.seeasadm@130.139.122.14. Please refer to follow-up report of pr#1567597 for full investigation details.

Event description:
It was reported to philips that the device was intermittent.there was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.